Event description:
During preparation, it was reported that the guidewire was observed to have exited out of the catheter prior to the distal tip. The device was not used in the pt.

Manufacturer narrative:
The device involved in this event has not been returned for eval.